Event description:
The protective cover on some units is malformed, with a missing section at the back. This defect directly caused a nurse to be injured by the exposed blade

Manufacturer narrative:
Incident reported in china, pn is active and sold within us.

Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation. The investigation includes a review of te device history record (DHR) and current process controls. All required elements of the DHR were properly filled. All manufacturing operations were recorded; all signatures and dates were present, and the lot passed the required inspections. Reviewing the physical sample provided, the missing section of the shield is related due to an incorrect component assembly. Based on the historical complaints trend analysis this issue is considered isolated.

Event description:
Bvi received a report from china in where the protective cover on some units is malformed, with a missing section at the back. This defect directly caused a nurse to be injured by the exposed blade